Event description:
During trauma surgery for burst fracture, screws were placed posteriorly two levels above and below fracture. Rods had been placed and all locking caps inserted. Surgeon was final torque tightening each locking cap, working his way from the bottom of the construct up. The top locking screw was tightened, however, the driver, 03.632.002, stripped out before final torque had been reached. He then attempted to remove the locking cap with a fixed driver, 03.632.074, however, that stripped out as well. Surgeon felt the locking cap was secure and chose to final tighten the remaining locking caps and close the wound. It was reported that there was no delay in surgery time and no consequence to the patient. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.